Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber, the aiming beam was observed to fire straight out of the fiber. There was no patient injury reported. There was no further information reported.